Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards implant patient registry, approximately 14 months post implant, a 20mm sapien 3 valve, previously implanted in an existing edwards perimount aortic surgical valve, was explanted. An edwards intuity elite valve was implanted. The reason for the sapien 3 valve explant is not known at this time. Per the implantation data card, completed by the site, the explant was ¿due to a deficiency in the original valve¿. No further information is available at this time.

Manufacturer narrative:
Thv/tvt registry. Additional information: UDI number: (B)(4). Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 14 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.